Manufacturer narrative:
A partial lead with the distal tip measuring 44.2 cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead exhibited increased pacing lead impedance and high capture threshold. When the patient presented in the operating room for lead replacement, imaging did not reveal any visible defects. Pocket manipulation was performed but no noise was detected. The physician elected to laser extract and replace the lead. During the laser extraction procedure, significant damage to the rv lead occurred and the physician suspected a tear of the patient svc and immediately performed a thoracotomy. Chest tube was placed, but the patient's arterial pressure continued to drop. The patient expired.